Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a pre-operatively ruptured 9.5 cm diameter abdominal aortic aneurysm. It was reported that there were no complications with implant of the stent grafts; however, the patient expired on the same day of the implant. The cause of death was due to blood loss from the pre-operatively ruptured aneurysm. The physician stated this event is not related to the stent grafts.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (pre-operatively ruptured aneurysm); unapproved use of device (treatment of a patient with a pre-operatively ruptured aneurysm). Conclusion: known inherent risk of a procedure (death); device failure/lack of effectiveness related to patient condition (pre-operatively ruptured aneurysm); off label unapproved or contraindicated use (treatment of a patient with a pre-operatively ruptured aneurysm).